Manufacturer narrative:
Bayer case number: (B)(4) vaginal discharge [vaginal discharge] , loss of libido [loss of libido] , vaginal dryness [vaginal dryness] , early menopause ( [early menopause] , overactive bladder syndrome [overactive bladder] , frequent urination [frequency urinary] , constipation [constipation] , hearing loss [hearing loss] , excessive thirst [excessive thirst] , dental hypersensitivity [hyperaesthesia teeth] , receding gums for 2 teeth [gum recession] , bloating/abdominal swelling [bloating], feeling of heavy legs [heaviness in leg], abnormal hair loss [hair loss] , very dry skin [dry skin] , skin itching [itchy skin] , vision disorder [visual disturbance] , excessive flatulence [excessive flatulence] , itchy eyes [itchy eyes] , dry eyes [dry eyes] , chronic fatigue [chronic fatigue] , lack of iron [iron deficiency] , diabetes [diabetes] , memory loss [memory loss] , forgets words [forgetfulness] , loss of concentration [concentration loss] , tendency towards depression [depression] , mood disorder [mood disorder] , sleep disorder [sleep disorder] , difficulty multi-tasking / daily life has become more difficult. [Activities of daily living impaired] , irritability [irritability] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-aug-2025. The most recent information was received on 03-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal discharge ("vaginal discharge") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced vaginal discharge (seriousness criterion intervention required), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), premature menopause ("early menopause ("), hypertonic bladder ("overactive bladder syndrome"), pollakiuria ("frequent urination"), constipation ("constipation"), deafness ("hearing loss"), thirst ("excessive thirst"), hyperaesthesia teeth ("dental hypersensitivity"), gingival recession ("receding gums for 2 teeth"), abdominal distension ("bloating/abdominal swelling"), flatulence ("excessive flatulence"), limb discomfort ("feeling of heavy legs"), alopecia ("abnormal hair loss"), dry skin ("very dry skin"), pruritus ("skin itching"), visual impairment ("vision disorder"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), fatigue ("chronic fatigue"), iron deficiency ("lack of iron"), diabetes mellitus ("diabetes"), amnesia ("memory loss"), memory impairment ("forgets words"), disturbance in attention ("loss of concentration"), depression ("tendency towards depression"), affective disorder (" mood disorder"), sleep disorder ("sleep disorder"), loss of personal independence in daily activities ("difficulty multi-tasking / daily life has become more difficult.") And irritability ("irritability"). The patient was treated with surgery (to remove essure). At the time of the report, the loss of personal independence in daily activities had not resolved. The outcomes for vaginal discharge, loss of libido, vulvovaginal dryness, premature menopause, hypertonic bladder, pollakiuria, constipation, deafness, thirst, hyperaesthesia teeth, gingival recession, abdominal distension, flatulence, limb discomfort, alopecia, dry skin, pruritus, visual impairment, eye pruritus, dry eye, fatigue, iron deficiency, diabetes mellitus, amnesia, memory impairment, disturbance in attention, depression, affective disorder, sleep disorder and irritability were unknown. No causality assessment was received for essure with regard to loss of libido, vaginal discharge, vulvovaginal dryness, premature menopause, hypertonic bladder, pollakiuria, constipation, deafness, thirst, hyperaesthesia teeth, gingival recession, abdominal distension, flatulence, limb discomfort, alopecia, dry skin, pruritus, visual impairment, eye pruritus, dry eye, fatigue, iron deficiency, diabetes mellitus, amnesia, memory impairment, disturbance in attention, depression, affective disorder, sleep disorder, loss of personal independence in daily activities or irritability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Batch number 638322 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2025: quality safety evaluation of product technical complaint. Upon internal review, events "bloating" and "abdominal swelling" were merged. Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Vaginal discharge [vaginal discharge], loss of libido [loss of libido], vaginal dryness [vaginal dryness], early menopause ([early menopause], overactive bladder syndrome [overactive bladder], frequent urination [frequency urinary], constipation [constipation], hearing loss [hearing loss], excessive thirst [excessive thirst], dental hypersensitivity [hyperaesthesia teeth], receding gums for 2 teeth [gum recession], bloating [bloating], excessive flatulence [excessive flatulence], abdominal swelling [swelling abdomen], feeling of heavy legs [heaviness in leg], abnormal hair loss [hair loss], very dry skin [dry skin], skin itching [itchy skin], vision disorder [visual disturbance], itchy eyes [itchy eyes], dry eyes [dry eyes], chronic fatigue [chronic fatigue], lack of iron [iron deficiency], diabetes [diabetes], memory loss [memory loss], forgets words [forgetfulness], loss of concentration [concentration loss], tendency towards depression [depression], mood disorder [mood disorder], sleep disorder [sleep disorder], difficulty multi-tasking / daily life has become more difficult. [Activities of daily living impaired], irritability [irritability]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal discharge ("vaginal discharge") in a 43-year-old female patient who had essure inserted (lot no: 638322) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced vaginal discharge (seriousness criterion intervention required), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), premature menopause ("early menopause"), hypertonic bladder ("overactive bladder syndrome"), pollakiuria ("frequent urination"), constipation ("constipation"), deafness ("hearing loss"), thirst ("excessive thirst"), hyperaesthesia teeth ("dental hypersensitivity"), gingival recession ("receding gums for 2 teeth"), bloating ("bloating"), flatulence ("excessive flatulence"), swelling abdomen ("abdominal swelling"), limb discomfort ("feeling of heavy legs"), alopecia ("abnormal hair loss"), dry skin ("very dry skin"), pruritus ("skin itching"), visual impairment ("vision disorder"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), fatigue ("chronic fatigue"), iron deficiency ("lack of iron"), diabetes mellitus ("diabetes"), amnesia ("memory loss"), memory impairment ("forgets words"), disturbance in attention ("loss of concentration"), depression ("tendency towards depression"), affective disorder (" mood disorder"), sleep disorder ("sleep disorder"), loss of personal independence in daily activities ("difficulty multi-tasking / daily life has become more difficult.") And irritability ("irritability"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. At the time of the report, the loss of personal independence in daily activities had not resolved. The outcomes for vaginal discharge, loss of libido, vulvovaginal dryness, premature menopause, hypertonic bladder, pollakiuria, constipation, deafness, thirst, hyperaesthesia teeth, gingival recession, bloating, flatulence, swelling abdomen, limb discomfort, alopecia, dry skin, pruritus, visual impairment, eye pruritus, dry eye, fatigue, iron deficiency, diabetes mellitus, amnesia, memory impairment, disturbance in attention, depression, affective disorder, sleep disorder and irritability were unknown. No causality assessment was received for essure with regard to loss of libido, vaginal discharge, vulvovaginal dryness, premature menopause, hypertonic bladder, pollakiuria, constipation, deafness, thirst, hyperaesthesia teeth, gingival recession, bloating, flatulence, swelling abdomen, limb discomfort, alopecia, dry skin, pruritus, visual impairment, eye pruritus, dry eye, fatigue, iron deficiency, diabetes mellitus, amnesia, memory impairment, disturbance in attention, depression, affective disorder, sleep disorder, loss of personal independence in daily activities or irritability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.